Event description:
It was reported there was an issue with a nail reported via social media. Two photos were attached with the malfunction. No information is known about the patient or original surgery. It is unknown if a revision is planned. Concomitant devices: unknown lag screw or helical blade; unk part/lot unknown distal screw; unk part/lot this is report 1 of 1 for (B)(4). This report is for an unknown femoral nail

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Unknown event date 510k: this report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed that the unk - nails appears to be broken. Two x-ray images were received showing a proximal femoral nail with a proximal locking element construct. The medial end of the proximal locking device is not visible in the first x-ray and the tip appears to be a helical blade in the second x-ray but the image is not clear enough to definitively conclude it is a helical blade or a lag screw. The first image shows the nail construct with the proximal fragment canted medially as the medial cortex is in contact and there is a noticeable gap in the lateral cortex at the fracture. It can be seen that the lateral end of the proximal locking element is within the lateral cortex. Since the lateral end should protrude from the lateral cortex when implanted per the surgical technique guide, the blade/screw is medial to the normal position. Since there are no dates or times from implantation on the x-rays, it cannot be concluded if the blade/screw was over-inserted or migrated to the position visible in the first x-ray. The second x-ray shows the breakage of the nail across the proximal locking hole with the proximal portion of the nail angulated medially at the top. The fracture is also displaced with respect to the position noted in the first x-ray. The gap on the lateral side is noticeably larger and there is a gap visible on the medial side with a proximal extension of the fracture line compared to the first x-ray. The lateral end of the head locking element is still in approximately the same position with relation to the lateral cortex and the proximal portion appears to be fully contained in the femoral head. Based on the details provided in the event description and the noticeable lack of healing at the fracture site in both images, the breakage is most likely due to a non- or delayed union. Without additional information and details, it is not possible to perform a further investigation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the unk - nails. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history a manufacturing record evaluation cannot be performed since lot number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.